Event description:
It was reported that during an attempted implant, the lead helix would not extend smoothly, but suddenly. The lead was removed and a new lead was successfully placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. Helix extends and retracts within specification without issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.